Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor video cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no image on the left monitor. No pt injury was reported.